Event description:
The pt has two leads from the same lot. It was reported the pt's right lead showed invalid impedance on several contacts. X-rays were taken and revealed no anomalies. Follow up report revealed the pt is not receiving adequate coverage. The pt's left lead provides stimulation in an unintended area. It was also reported the pt was hospitalized for an unrelated issue. The pt plans to undergo surgical intervention to address her issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.